Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The yellowish foreign material was most likely traces that remains from previous procedures and the brownish foreign material is possibly corrosion. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope device was returned as part of the asset return process to the olympus service center. During evaluation, foreign material was found at the scope channel, the air/water cylinder and the base plate. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. During device evaluation, the following issues were noted: the screw stopper needed replacement; the connector cover was cracked so the distal end did not meet with insulation resistance specifications; the down direction bending angle did not meet with specifications due to a worn angle wire; and the bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.